Manufacturer narrative:
The technician replaced the sidecom ent/light and onsite/sft circuit boards to repair the bed.

Event description:
Information received indicates the bed is showing error codes and the nurse call is not functioning.